Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s" in 2007. The patient's concurrent conditions included overweight. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("severe vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexualintercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), uterine neoplasm ("tumor / teratoma / cancer type: uterine tumor") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced complication of device removal ("complication of device removal"). The patient was treated with surgery (underwent a device removal procedure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, fatigue, menorrhagia, nausea and uterine neoplasm had resolved and the female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight fluctuation, dyspareunia and complication of device removal outcome was unknown. The reporter considered alopecia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, uterine neoplasm, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2007: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes" in 2007. The patient's concurrent conditions included overweight. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("severe vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), uterine neoplasm ("tumor / teratoma / cancer type: uterine tumor") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced complication of device removal ("complication of device removal"). The patient was treated with surgery (underwent a device removal procedure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, fatigue, menorrhagia, nausea and uterine neoplasm had resolved and the female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight fluctuation, dyspareunia and complication of device removal outcome was unknown. The reporter considered alopecia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, uterine neoplasm, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2007: failure to occlude (close) fallopian tubes most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, event s- menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, migraines, headaches, nausea, dysmenorrhea (cramping), uterine tumor, failure to occlude (close) fallopian tube(s), weight gain/ weight loss, dyspareunia (painful sexual intercourse), complication of device removal were added. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("severe vaginal bleeding") and fatigue ("fatigue"). The patient was treated with surgery (underwent a device removal procedure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered alopecia, fatigue, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.